Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the mega needle driver instrument stopped working during use and site was using another backup instrument to complete the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said that the patient demographics are not shared by the hospital.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.